Event description:
It was reported that during a gastroplasty bypass procedure, the reload with locking during firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested but no response obtained: did the device deliver any staples or a cut line before it locked? If yes, was the staple line and cut line equal in length?